Event description:
The patient reported his stimulation had been increasing on its own and would cause the patient's body to vibrate. When the stimulation increased, the patient felt discomfort. When it first started happening, it was less frequent, but now it was happening a couple times a week. He was not around any type of emi and he was doing normal things when the intensity changed on its own. The patient checked his patient programmer (pp) and the device was on and the patient was on adaptive stimulation. He had not been having any issues with the adaptive stimulation. There was no trauma/falls reported that could be related to this issue. The indication for therapy was spinal pain.

Event description:
Additional information received from the patient reported that they didn't have any noticeable change in activity level that could have led to the stimulation increasing on its own. The patient stated that they weren't sure what steps would be taken to resolve the issue of the stimulation increasing on its own and causing uncomfortable vibrations. The patient reported that the simulation still sometimes increases and decreases at times. It was also reported that the battery needed to be charged more often.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.